Event description:
It was reported that the customer experienced a blood glucose (bg) level that was "high" (specific value was not provided). Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer gave a correction bolus via the pump and manual injection to address bg level. Tandem technical support (cts) performed a system check and determined that the pump functioned as intended and the cause of the low bg was unknown, customer acknowledged and understood. Ultimately, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.